Manufacturer narrative:
The patient survived.

Event description:
Updated clinical narrative: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 63-year-old male patient presenting in heart failure, cardiogenic shock, cardiomyopathy, in scai stage c shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted as an escalation of therapy from an impella cp. While the patient was in the intensive care unit (ICU), there was oozing from the pocket after rolling the patient. A hematoma also noted. A sandbag was placed over the site. There was about 800mls of blood loss. The activated clotting time (act) was 173. Possible sepsis due to rising white blood cells (wbcs). Three units of packed red blood cells (prbcs) were given. It was noted that the patient was on a heparin drip. The impella pocket was re-explored and a small surface vessel was cauterized. The incision was closed and the oozing/hematoma resolved. The post-procedure outcome is unknown. The impella functioned at p-7 at 4.2l/min as intended. Bleeding is also a known risk due to the impella's anticoagulation and purge requirements.

Manufacturer narrative:
B5 and d6b updated. H6 complaint coding was updated to better reflect the reported event. Consequently, section h6 health effect clinical/impact codes were updated/corrected and repopulated accordingly.

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 63-year-old male patient presenting in heart failure, cardiogenic shock, cardiomyopathy, in scai stage c shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted as an escalation of therapy from an impella cp. While the patient was in the intensive care unit (ICU), there was oozing from the pocket after rolling the patient. A hematoma also noted. A sandbag was placed over the site. There was about 800 mls of blood loss. The activated clotting time (act) was 173. Possible sepsis due to rising white blood cells (wbcs). Three units of packed red blood cells (prbcs) were given. It was noted that the patient was on a heparin drip. The post-procedure outcome is unknown. The impella functioned at p-7 at 4.2l/min as intended. Bleeding is also a known risk due to the impella's anticoagulation and purge requirements.

Manufacturer narrative:
D6b: explant date is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Manufacturer narrative:
D4. Serial corrected. H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Sepsis: the root cause of the injury was unable to be determined due to insufficient clinical details. Major bleed/hematoma/asae: the cause of the access site adverse event was not determined due to insufficient clinical details.